Event description:
During a routine shift check by a clinician, the device powers up but there is no video display. Complainant indicated that there was no patient involvement in the reported malfunction.